Manufacturer narrative:
Concomitant medical products: w4tr01 ipg; 459888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed endocarditis and bacteremia. It was noted that the patient had urinary tract infections. Antibiotics was administered initially and the cardiac resynchronization therapy pacemaker (crt-p) system was later explanted and replaced. No further patient complications have been reported as a result of this event.